Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed safe limits, with levels reading "high," but it was not specified beyond that point. Customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The issue was resolved by changing the infusion set and cartridge, resuming insulin delivery, and did not require third-party assistance.